Event description:
During a coronary drug eluting stenting treatment procedure, difficulty crossing the lesion was encountered. The lesion being treated was a 90% stenosed, moderately tortuous, heavily calcified mid right coronary artery (rca). The physician attempted to place a taxus express2 8.8% 3.5 x 20 mm drug eluting stent in the mid-rca, but was unable to cross the lesion with the stent. The physician then predilated the lesion site with a balloon (unk type and size). The physician also could not cross the lesion with a zeta 3.5x18mm stent. The physician then used a buddy wire to facilitate the placement of the zeta stent. The procedure was successfully completed and there were no pt complications.